Event description:
It was reported that a perforation, pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was recaptured and redeployed twice. After the second recapture and redeployment, the device was deemed to meet release criteria. At this point, a small effusion was noted. The device was released and the patient developed cardiac tamponade. A subxiphoid window was done to assess the perforation and eventually a median sternotomy was performed when draining of blood from the pericardial space did not stop. The patient was stable and was discharged to a cardiac rehab facility.